Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, march 05, 2024 through august 05, 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The reason for the explant is the patient was experiencing extremely bad glare that was debilitating. The replacement iol was a non-johnson & johnson iol, alcon ma60ac and a vitrectomy was performed during the procedure. The patient was reported as doing okay. No further information is available.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 30, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected and was revealed to be coated in viscoelastic residue and cut in half. The lens was cleaned and inspected and no issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.